Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The field service engineer (fse) observed the issue of the lid cracked at the gas filter mount and the screen mesh filter had small pieces of black rubber. Incidental observations were leakage at the 3-port valve, channel block was cracked. Fse replaced the plastic lid insert and replaced the gasket. Confirmed there were no leaks. Fse replaced the 3-port valve and channel block and confirmed they were not leaking. Fse then replaced all the hoses in the recirculating lines and then ran multiple cycles to confirm there was no more debris in the lines. Equipment repaired and verified according to OEM instructions. Equipment passed the electrical safety test. The device was not repaired in the past year. The device history record review confirmed that the device was shipped in accordance with specifications. Neither the design nor structure of the device contributed to the issue. Probable causes for the issue of cracked lid can be as follows: lid closed while connecting tube is placed on the basin. Lid closed while something hard, such as a scope, is placed on the retaining rack. Lid closed while washing case being placed obliquely at the retaining rack. The gas filter mount was contacted while setting up. Probable causes for the issue of the screen mesh filter having small pieces of black rubber: internal hose, which has contact with disinfectant, was deteriorated by repeated swelling. Tiny pieces of the deteriorated hose appeared to the basin, and remained at the screen mesh filter. Probable causes for the issue of the 3-port valve was leaking chemical stress at the joint by chemical fluid. Physical stress at the joint by handling. The instructions for use (IFU) states the following warning: reprocessing operations. When closing the lid, be careful not to get the connecting tube caught between the reprocessing basin and lid and make sure the endoscopes and the washing case are not touching the lid. Close the lid after ensuring that the cover of the washing case is closed. If the endoscopes and the washing case are touching the lid, adjust their positions and close the lid. If the lid is closed while contacting the endoscopes or accessories such as the washing case and the connecting tubes, the endoscopes, the accessories and the equipment may get damaged or water leakage may result.

Manufacturer narrative:
Supplemental report(s) will be filed as any additional information becomes available. This issue of the device was observed when the field service engineer (fse) was executing a preventive maintenance service. The fse replaced the cracked lid insert and recirculating hoses, and parts addressing the leak. Fse confirmed that the device valve and block did not leak. Equipment repaired and verified according to OEM instructions. Equipment passed the electrical safety test.

Event description:
As reported for this event, during performing a preventive maintenance, the field service engineer (fse) found that the 3-port valve was leaking, the channel block was cracked, and the lid had cracked at the gas filter mount. In addition, the screen mesh filter had small pieces of black rubber. There is no patient involvement.